Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for a site infection. Her blood glucose was 420 mg/dl at the time of incident, which she treated via insulin pump therapy. The customer's site was hot and red and the size of a silver dollar. The customer was given antibiotics and sent home. The insulin pump was not returned for analysis.